Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: hyperion; stent: synergy 4x38. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported failure to advance, shaft kink and subsequent treatment appear to be related to circumstances of the procedure. It was reported that during advancement, the device met resistance and use of force was applied. The graftmaster coronary stent graft system instructions for use states: caution: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon.

Event description:
It was reported that during the procedure to treat a 4.0mmx38mm concentric, heavily calcified, 90% stenosed, de novo lesion in the heavily tortuous mid right coronary artery (rca), a 4.0x38 non-abbott stent was implanted. During post-dilatation of the stent with a 4.0x15 non-abbott balloon catheter, a perforation occurred. A 3.5x16 rx graftmaster covered stent system was advanced but was unable to cross through the 4.0x38 non-abbott stent; no damage to the implanted stent occurred. Force was applied during the attempt to cross, resulting in a kinked proximal shaft. The graftmaster was withdrawn without difficulty. A new 3.5x16 graftmaster was used to successfully seal the perforation, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.